Event description:
This was a bi-lateral in-stent restenosis renal case. The clinician inserted the 6.0 x 20 mm angiosculpt scoring balloon into the left renal artery first, inflated several times and the angiosculpt kept watermelon seeding. So he took the angiosculpt scoring balloon out and noticed some clot. He ran an act twice and it was very high. He then went in with a poba balloon catheter and it watermelon seeded as well. He retracted the poba balloon catheter and there was clot on that balloon catheter as well. He reinserted the poba balloon catheter and got a good inflation. A new 6.0 x 20 mm angiosculpt scoring balloon was inserted into the right renal artery, inflated and got a good result. When the patient left the room, he appeared to be doing just fine.

Manufacturer narrative:
Additional case information obtained from the catheterization report: the left renal artery had a 90 percent in-stent restenosis. Following successful balloon angioplasty, there was a 30 percent residual stenosis. The right renal artery had a 95 percent in-stent restenosis. Following successful balloon angioplasty, there was less than 10 percent residual stenosis. Successful balloon angioplasty to both the right and left renal arteries for in-stent restenosis. The patient tolerated the procedure well. Additionally, upon follow-up after the procedure, the clinician reported to the angioscore territory manager that the patient is doing well. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. Clinical review of the catheterization report for this case found no report of patient injury or additional intervention. It cannot be determined with 100 percent certainty whether or not the angiosculpt catheter caused or contributed to the reported thrombus (blood clot). Thrombus is listed as a possible adverse effect of the procedure in the angiosculpt pta scoring balloon catheter instructions for use (IFU). An MDR for this event is being submitted in an abundance of caution to make FDA aware of this type of event.